Manufacturer narrative:
(B)(4). Similar to device with 510(k) k063619. (B)(4). Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: imwce-3-pda3/e3201195 (MFR report#: 3002808486-2017-00001) + tds-110-pda/ e3429986 (MFR report#: 3002808486-2017-00002) were used, but the coil would not be detached from the delivery wire. Then, these devices were replaced with other coil + tds to complete the procedure. Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: based on the description of event and the returned product, it was possible to identify a likely root cause for the reported detaching difficulty. The product evaluation revealed this failure to be related to the loading procedure of the coil to the delivery wire. The coil was not loaded in accordance to the instruction for use, as the coil was loaded beyond the location addressed in the IFU resulting in inappropriately attachment of both parts. The IFU instructs the user to prepare the device and how to check the detachment mechanism which is performed by turning the loading cartridge counterclockwise to leave a gap of 1 mm between the thread of the delivery wire and the coil. No evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: imwce-3-pda3/(B)(4) (MFR report#: 3002808486-2017-00001) + tds-110-pda/ (B)(4) (MFR report#: 3002808486-2017-00002) were used, but the coil would not be detached from the delivery wire. Then, these devices were replaced with other coil + tds to complete the procedure. Patient outcome: there have been no adverse effects to the patient reported.